Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 180 mg/dl at the time of the call. The customer was discontinued from drugs and the pump, and allowed to run high for 3-4 days to treat. The customer experienced symptoms such as stroke, inability to speak, and walking around in a daze. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer believes that the low had to do with the reservoir and the recall. The insulin pump will not be returned for analysis.